Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failures and unable to complete pump rewind. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that they were able to clear the alarm. Pump error recurred after troubleshooting. The customer was advised to replace the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind, prime or seating, basic occlusion test, force sensor test, and occlusion test. Device alarmed pump error 63 alarm during self test and confirmed in the device history due to broken pin trace and pin trace on keypad assembly.